Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a blockage of a glaucoma filtering device was suspected following it's implantation, as there was no lowering effect on the intraocular pressure. The device was removed in a second procedure approximately 18 months following the initial procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was not observed: the shunt's lumen was found to be open. No root cause identified as the reported complaint was not observed (B)(4).

Event description:
Additional information was received from the surgeon that he performed suture lysis, needling of the bleb, and mannitol infusion before the device was removed. A trabeculectomy was performed on the patient. There was also prolonged hospitalization.